Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retained samples were visually and physically tested per specification, and no abnormalities were observed. The defect of leakage/backflow reported by the customer could not be confirmed in the retain samples. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: reason of complaint: "clinical staff were using the device safsite after newly applying the device safsite to a newly inserted intravenous cannula introcan safety. Straight after flushing the device safsite with normal saline via a 10 ml syringe, the valve appeared to not close off again and stop the back flow of patients own blood out of the device".